Event description:
It was reported that the patient presented for an implant procedure. During the procedure, upon interrogation, the right ventricular (rv) lead exhibited loss of capture. The rv lead was not used and replaced during the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.